Event description:
Additional information received indicated patient failed to charge the device leading ipg to be inoperable

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient lost stimulation and ipg was inoperable for many years. As such surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.